Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be determined the cause of the reported phenomenon. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the following cases; -power supply board failure. -main printed circuit board failure . If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on and the image on the subject device went black during the unspecified procedure. The intended procedure was completed with another similar device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.